Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #m91n2t. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a video assisted thoracoscopic lobectomy procedure, white part of the shears on the device had peeled off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The batch history records were reviewed with no anomalies noted during the manufacturing process.